Event description:
It was reported that during use of the right ventricular (rv) lead, the patient had a fall at home and was urgently transported to the emergency room while in ventricular fibrillation (vf). Upon arrival at the hospital, the patient was unconscious and in a vf state. Additionally, it was noted that the patient had been in ventricular tachycardia (vt) and received multiple rounds of anti-tachycardia pacing (atp) therapy and, the vt was determined to have stopped because it was slower than the vt zone after atp was repeated. In the hospital, there were subsequent vt and vf, with possible right ventricular (rv) lead undersensing. Despite cardiac massage and defibrillation, the patient did not recover and died.

Manufacturer narrative:
Continuation of d10: 5076 lead lead implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.